Manufacturer narrative:
The device was returned to zoll medical canada's service department. The reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The ac charger and the battery interconnect board flex cables were reseated as precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.